Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that because the plunger, link, anterior cuff, and anterior needle were not returned with the device limiting the scope of this investigation. Inspection indicated that the posterior cuff successfully captured its needle during needle deployment; however, the link broke at the swage end of the posterior cuff while retracting the needle plunger. A link-to-cuff detachment directly resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. A link break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Contributing factors for the link break during the suture retrieval process included, but not limited to, 1) manufacturing deficiencies; however, there was no damage to the suture to suggest that it was dragged through the device while retracting the needle plunger which could contribute to the link break. During testing, the proxy plunger was inserted and retracted successfully without any observable resistance. 2) anatomical conditions; however, there were no reported challenging anatomical conditions which could create resistance to retracting the needle plunger and cause the link to break. 3) deployment technique; however there was no information reported or definitive evidence in the evaluation of the returned device that suggest incorrect technique. There was no indication that the needle plunger was abruptly pulled out of the device after needle deployment which could cause the link to detach at the posterior cuff. Based on the reported information and investigation findings, the probable cause for the link break at the swage end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot based on actual investigation findings revealed no other incident that exhibited the link detachment at the posterior cuff. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.